Event description:
In this event it is reported that a patient had an allergic reaction to the nonteplate aigner arch. The patient was just in the beginning of the treatment when their symptoms began. They experienced severe migraines, nausea, neck and jaw pain. The patient had a lengthy conversation with the doctor and the doctor decided to end treatment due to this adverse reaction. Further information requested.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Investigation results: evidence: in the evidence provided by the customer (allergic reaction checklist), the patient declares not to suffer from any type of allergy. It also declares that it has not tested the patient for an allergic reaction to the product. DHR evaluation: we reviewed the DHR for this (B)(6) / patient ID#: (B)(6) / practice ID#: (B)(4) qty. (B)(4) items assy-500011 (aligners), and 2 items assy-500010 (template), were packaged by of first shift by bag and box operation on march 01, 2024, manufacturing cell 3, equipment bag-06. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material used to manufacture this (B)(6). Raw material: part-501017-b / lot#: 07747535 / qty. Received = (B)(4) pcs, inspection date: january 11, 2024. The material was found to be acceptable for use in the manufacture of the sure smile product.